Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 4.00mm rebel stent was advanced but failed to cross the lesion. However, it was noted that the shaft broke. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stented catheter, in two pieces. The balloon was tightly folded with the stent crimped on over the balloon. The device was bloody. The hypotube, midshaft heatbond, distal shaft, exit notch/port weld, balloon, stent, and the distal tip were microscopically, tactile and visually inspected. Inspection revealed a complete separation in the hypotube located 23.5 cm from the strain relief, numerous kinks in the hypotube, and tip damage. The fracture faces of the hypotube were oval, as if kinked before separation. Inspection of the remainder of the device found no damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 20 x 4.00mm rebel stent was advanced but failed to cross the lesion. However, it was noted that the shaft broke. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.